Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery because the device stopped working. During the revision, a leak in one of the cylinders was found; therefore, the corpora was fixed and a tactra malleable device was implanted. There were no patient complications reported.